Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer called and reported that they got hospitalized due to unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer reported sensor glucose versus blood glucose differences. The customer was at 165 mg/dl at the time of the sensor glucose versus blood glucose differences. Troubleshooting was not completed and no further information was obtained as the customer hung up. The insulin pump will not be returned for analysis.